Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2013, inratio inr: 5.1, 1.9 and 1.8. The time between testing was less than ten (10) minutes. Reportedly, the pt used alcohol to clean the finger for the first test and collected the sample without wiping the residue dry. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Action: data analysis performed on inr results provided by customer. Reviewed retain testing on reported lot number 310827. Investigation: for the first inratio inr test, the customer did not wipe away excess alcohol from the finger before the finger stick was performed. The second and third inratio inr tests were performed after the alcohol had fully dried on the finger. Excess alcohol may contaminate the blood sample and may affect coagulation test. This cannot be ruled out as a possible root cause for the observed precision issue. Inratio precision data provided by end-user: date: (B)(6) 2013, inratio: 5.1, 1.9, 1.8; mean: 2.93; sd: 1.88, %cv: 63.99. Inratio meter results failed the criteria for precision. In-house therapeutic donor testing was performed on reported lot # 310827 on august 14, 2013. Results as follows: donor (B)(4), inratio: 1.9, 1.8, 1.9, reference: 1.58, bias threshold: 1.08 - 2.08, %cv: 3.09. Donor (B)(4), inratio: 2.9, 2.9, 2.9, reference: 2.65, bias threshold: 1.65 - 3.65, %cv: 0.00. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and passed the precision criteria. No further investigation was require. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was returned therefore, retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Customer did not allow alcohol to dry before performing first finger stick. This could not be ruled out as a cause of the unexpected results. (B)(4) discrepant result complaints were reported for lot #310827, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending.